Event description:
The united states of america customer reported a single cell pellet failed from one run out of a total of 15 runs. The field service engineer (fse) serviced the instrument and replaced and tightened zip ties on probe tubing, due to air bubbles observed in the tubing. Due to these air bubbles in the probe tubing, this event will be reported for due diligence. The customer was able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.